Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger (serial# (B)(6)) found the cable insulation was torn at the donut end, there was a no device found message, and it got hot after running it at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are trying to use the stimulator again. When they try to charge the implantable neurostimulator (ins), they  noticed the recharger (rtm) cord has been getting hot and they noticed some damage where it goes into the paddle pt mentioned it burnt a hole in her shirt on one occasion since 7 to 8 months ago - no injury to the patient's skin reported. Pt stated they were not using the stim therapy much lately because they were trying to gain weight back. A replacement recharger (rtm) was sent out.  Patient received their replacement recharger, and stated that they were able to charge their implanted device last night, and the implant charged much faster than normally. Patient also stated they did not hear any clicking and they normally hear the clicking sound when they recharge their implant. Agent documented information and closed the case.